Event description:
Approx seven months after the index procedure, the pt returned to the hospital with recurrent claudication. A bilateral superficial femoral artery (sfa) restenosis was identified by duplex. The pt is a male. The target lesion was the proximal and mid left sfa. The vessel anatomy at the lesion site was straight. The type of lesion, de novo and thrombus was present at site. Lesion location was 110mm above upper border of the patella. Total lesion length was 170mm of which 80mm was occluded. Reference vessel diameter was 6.0mm. Percentage stenosis before procedure was 50%. The puncture site was ipsilateral. Two smart stents (7 x 100mm and 7 x 80mm) were implanted in the left proximal and mid sfa. For post-dilation a boston smash balloon (5 x 40m) was used. After stent placement and post dilation 0% residual stenosis remained. No dissections were reported during procedure. No other lesions were treated during the same intervention. The pt was discharged the same day. The pt returned seven months later with recurrent claudication. A duplex ultrasound was performed and revealed a bilateral sfa restenosis. The pt underwent sfa angioplasty and stent placement on the right side. On the left, there was severe focal stenosis within the upper part of the stented segment in the left thigh, and further moderate stenosis within the upper part of the stented segment, associated with moderate diffuse intimal hyperplasia throughout the stented segment. The entire stented segment was dilated using a 6mm balloon. This produced satisfactory improvement in the lumen.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-00186.